Event description:
This customer reported a loss of pads ECG waveform during pt care. There was no report of any negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported a loss of pads ECG waveform during pt care. There was no report of any negative pt impact. The device was evaluated by a philips field service engineer and the reported symptom was confirmed. There was an intermittent electrical connection between the therapy port and therapy cable. The therapy port and therapy cable were replaced to solve the symptom.